Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12950. Reference MFR. Report#: 1627487-2018-12951.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-12950, reference MFR. Report#: 1627487-2018-12951. It was reported the patient was not receiving effective pain relief from the scs system. As such, the patient underwent surgical intervention wherein the scs system was explanted and replaced with a drg system. Reportedly, effective therapy was restored following the procedure.